Event description:
It was reported that high capture thresholds were noted on this right ventricular (rv) lead one month after implant. An xray was performed and correct positioning without any abnormalities was confirmed. The device was reprogrammed to left ventricular (lv) lead pacing only as a result of the high capture thresholds. Technical services (ts) assisted in programming and rv trend feature per physicians' decision. This rv lead remains in-service. No adverse patient effects were reported.